Event description:
Performing endometrial ablation procedure using thermacholec product (general anesthesia), when sudden decrease in balloon pressure noted per device monitor. Removed catheter from uterine canal. Found (apparent) defect in unit which caused tear in balloon: plastic cap over pointed projection at end of catheter was dislodged. Did hysteroscopy. No apparent injury. Completed ablation procedure using new device. No untoward events, although potential for injury apparent. Prolonged the operative time and anesthetic.